Manufacturer narrative:
Siw have concluded the investigation into the incident and have made the following observations: the axle worked loose because the circlip was not in position. The circlip meets specification. The circlip shows witness marks which are not characteristic of the stanmore circlip pliers. Due to the design of the circlip and groove; once correctly fitted, with the correct tool; the circlip cannot be displaced without excessive force being applied to the joint. The level of force needed would tend to deform the circlip. Siw concludes that the circlip could not have been fully located into the circlip groove, the witness marks indicate that a tool other than the stanmore circlip pliers was used during insertion. This is not in line with the supplied instructions. This complaint is being tracked and trended.

Event description:
A patient received a stanmore dfr replacement on (B)(6) 2016 by mr. (B)(6) at (B)(6) hospital. The circlip and axle disengaged at three weeks post op forcing mr. (B)(6) to readmit the patient and carry out an axle /bushings/circlip revision on (B)(6) 2016.